Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on radius side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening and a curved striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture. "During revision whole fibrous capsule surrounding the implant and significantly lysed shell and freely laying gel been found. Removal of remains of the shell." Physician states "no capsular contracture, very soft and auspicious tissue" the device was replaced. This relates to the right side.